Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported by the patient that "it was getting terrible"; the patient clarified they had a loss of therapy, their symptoms were worsening and it was like it was before they had the device implanted. The loss of therapy occurred on (B)(6) 2016. They were trying to increase stimulation but could not remember how to use the patient programmer (pp). The patient was unable to increase stimulation due to a poor communication screen with(out) the antenna. The patient was to follow up with their healthcare provider (hcp) to have the device evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.